Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: the pump was refilled with 270ml of 0.9% saline. The flow accuracy test was performed. After 101.25 hours of testing, the pump yielded a flow rate of 1.92ml/hr, which is within a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The average bladder pressure used was 9.60psi. After 5 hours of testing, the glass orifice yielded a flow rate of 2.13ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary concludes that during flow accuracy test, the pump yielded a flow rate that was with specifications with a +/-15% tolerance. During pressure pot testing for the flow restrictor (glass orifice), the flow restrictor met specifications using the average bladder pressure. Conclusion: the sample evaluation concluded that fast flow was not observed. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device is reported to be returning for analysis, however not yet received. Device model specifics along with the lot number were unavailable at the time of this report; therefore, a device history review (DHR) could not be performed at this time. Results: results will be provided once the device is received and tested and the investigation has been completed. Conclusion: at this time halyard is pending the return of the device for an evaluation. The investigation is ongoing, once completed a follow-up report will be submitted. Awaiting the devices return.

Event description:
{Please refer to 2026095-2015-00276, (B)(4)} report 1 of 2: it was reported by a doctor that it has recently been observed that more than one incident of a pump (specific model & lot unknown) has had an infusion that ended a day earlier than expected. There are no specifics on the previous cases; however, the doctor has this pump available for return. This particular incident occurred with 5fu infusion that was expected to finish this (B)(6) 2015. The patient was seen on (B)(6) 2015, and they found that the infusion had ended. No report of adverse event or medical intervention.